Event description:
Customer reports that an exam note for patient a was erroneously entered into the exam note for patient b. As a result, patient b underwent an unnecessary surgery for placement of an inferior vena cava filter.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).